Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. Customer¿s blood glucose level was 126 mg/dl.